Event description:
It was reported that during a total hip, the nozzle of the product fell off into the femur. The surgeon was unable to retrieve the nozzle prior to completing hip replacement. The surgeon closed the hip and proceeded to cut the femur at the distal end and successfully removed the nozzle from the femur. No permanent injury was reported.